Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is scheduled to undergo surgical intervention on (B)(6) 2018, wherein the ipg will be explanted and replaced. The reason for the surgery is unknown at this time.

Event description:
Follow-up information revealed the patient has not recharged or used the device in years and the ipg is inoperable. The patient did not undergo surgical intervention and desired to use other methods of pain relief instead.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. (B)(4).